Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.3, lab: 2.5. Meter and lab results were done 2 hours apart. Pt's target therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.